Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report, on the 30 day follow up visit after the successful deployment of a 26 mm sapien valve, the patient was seen in clinic with congestive heart failure (chf) like symptoms. Echocardiogram was repeated revealing 3+ perivalvular leak (pvl). The patient will be medically managed at this time while determining if re-intervention will be performed. Summary of the case: percutaneous access was obtained in the left femoral artery (lfa) and left femoral vein (lfv) for pigtail and temporary pacemaker. Cutdown was performed on the right groin and the 24fr sheath was inserted into the right femoral artery (rfa) without issue. Successful balloon aortic valvuloplasty (bav) was performed under rapid ventricular pacing (rvp). A 26mm sapien valve was positioned across the native valve and deployed in a final 60:40 aortic position. Post echo assessment revealed trace to mild perivalvular leak (pvl). The delivery system was removed and a final angio was performed. Cutdown incision was closed in the usual surgical manner. Percutaneous sheaths were removed and hemostasis was achieved. The patient left the room in stable condition. Discharge echocardiogram revealed no change from post procedural echocardiogram. Additional information from the edwards' clinical specialist: the patient's sinotubular junction (stj) diameter and calcification were within normal limits; severe ventricular septal hypertrophy was not noted. The aortic valve's calcification was moderate. The ejection fraction was 35%. The coaxial alignment of the valve and ds during deployment was good. There were no issues with the pacing capture during deployment. The cause of the event is unknown at this time.

Manufacturer narrative:
Cine images of the procedure were provided by the site and reviewed by an edwards' (B)(4). No echo images were available. Observations: moderate-severe aortic valve calcification, moderate-severe aortic root calcification, no porcelain aorta, and moderate mitral annulus calcification (mac). Unremarkable bav. Fair coaxial alignment with lateral bias of the delivery system and valve. Fair image intensifier angle (iia). No cine available of the final positioning or valve deployment. Final valve deployment 70:30 aortic and aortogram demonstrates aortic regurgitation (ar). Impressions: sapien valve deployed slightly aortic (70:30) with no tilting of the valve in a severely calcified aortic annulus. No tee was available to evaluate the ar, however, cine imaging demonstrated ar. Subsequent tee performed 30 days post tavr demonstrated severe paravalvular leak (pvl) in the region of the non-coronary cusp (ncc) and left coronary cusp (lcc). Unable to determine the worsening of the pvl from the initial procedure vs. Valve movement as the proximate cause of the pvl from the imaging provided. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the 3+ pvl noted on the 30 day follow up visit is unknown. It was not possible to determine with the provided images if it was a worsening of the initial procedure pvl or if it was caused by valve movement. In this case, patient and procedural factors appear to have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.